Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blue latch that locks the trach tube in place did not work. Trach had to be removed from the patient and a new one opened. No patient injury was reported.

Manufacturer narrative:
Other, other text: one (1) used decontaminated sample was received. Under visual inspection, it was observed that the blue locking lever was disassembled from flange body. A non-conformance report was issue for similar customer complaints on the flange locking mechanism. Functional inspection assembled the locking lever back to flange body and can confirm that after assembly, locking mechanism works well. An internal CAPA was issued; the root cause was attributed to the design of adjustable flange which allows it to unscrew the blue locking lever. This issue is currently monitored via customer a complaint trend. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a batch related problem.